Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic lysis of adhesions with reduction of internal hernia, and a laparoscopic ventral hernia repair. He had revision surgery 6 months post-surgery. The patient experienced surgical revision, pain, adhesions, bowel obstruction, erosion, fistula/abscess, infections, shrinkage of mesh, and recurrence.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral hernia. It was reported that after the implant, the patient experienced pain, adhesions, bowel obstruction, erosion, fistula, abscess, infection, shrinkage of mesh, and recurrence. Post-operative patient treatment included revision surgery and lysis of adhesions.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.